Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by an edwards field clinical specialist, a 26mm sapien 3 ultra valve was deployed in the aortic position via the right axillary approach. During the deployment of the valve, the commander delivery system balloon 'ruptured'. It was not determined if the balloon ruptured during the advancement of the delivery system through the esheath or during valve alignment. The valve, delivery system and sheath were removed from the patient. A new valve, delivery system and sheath were prepared and successfully used for the procedure. At the time of the report, the patient was in stable condition and doing well. The valve remains implanted in the patient.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided for evaluation. A device history review (DHR) review and lot history review could not be performed as no device lot number was provided. In this case, the complaint for 'delivery system leakage' was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Due to unavailability of work order review of the DHR and lot history was unable to be performed. A review of IFU/training materials revealed no deficiencies. As reported, 'during the deployment of the valve, the commander delivery system balloon 'ruptured'. It was not determined if the balloon ruptured during the advancement of the delivery system through the esheath or during valve alignment.' As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. It is possible that tension may have been introduced onto the system leading to the reported valve alignment difficulties. Possible sources are a tortuous anatomy or altered balloon profile affected by device preparation steps, such as inflating the balloon past the recommended 20-30% as instructed in IFU materials or leaving residual fluid in the balloon after de-airing. Attempts to align valve over inflation balloon in these conditions can lead to the valve catching onto balloon material and contributing to the reported leakage. Although a definite root cause could not be determined, available information suggests that procedural factors (valve alignment in non-straight section, residual fluid, excessive manipulation) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.